Event description:
Additional information received reported that the patient was discharged from hospitalization. Prialt was reported as the "suspect drug" associated with the event, and was noted to be discontinued "a month ago", which was sometime in (B)(6) 2012. Following the event, the patient outcome was reported as recovered. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that patient was hearing voices after the healthcare provider (hcp) recently increased the patient's dose; hcp had since decreased the dose. Patient had been on prialt for the last 6 months and three weeks ago patient developed adverse effects from prialt. Symptoms included emotional instability and hallucinations. The dose was 5 mcg/day and was decreased to 3 mcg/day but the symptoms continued. The pump was then stopped and symptoms went away. As of the date of this report hcp refilled the pump with pfns and was attempting to aspirate the cap but was unable to aspirate despite attempting twice, and rotating the needle, checking needle placement. The pump was programmed to minimum rate mode.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).